Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to sign in to the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account being locked after multiple failed login attempts. The technical support specialist advised the customer to contact the information technology team to reset the credentials and restore access. The system functioned as intended after the hospital it team resolved the issue.